Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a suspected fracture was noted on the right atrial (ra) lead. It was also reported that the ra lead had high/unstable thresholds, low impedance and undersensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.